Event description:
During an atrial fibrillation procedure, the tactisys contact force was not shown, and the catheter could not be zeroed resulting in cancellation of the procedure. The catheter was exchanged twice, the system was restarted, and the tactisys was disconnected and restarted without resolution. The tactisys reset button remained blinking red and green, but the catheter could not be zeroed, and contact force remained not displayed. The patient is stable.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One tactisys¿ quartz ablation system was received. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue cannot be conclusively determined as no abnormalities were identified. The returned product operated as designed during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.